Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus exprsss2 2.5x24mm drug eluting stent to the 90% stenosed lesion located in the calcified and moderately tortuous mid left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent was flared. No pt injuries or complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. As the batch number is unk, a review of the mfg documentation could not be completed. The most probable root cause is determined to be operational context.